Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from an error in the application software. A technical support specialist contacted the customer, who confirmed that the case could be closed. The system functioned as intended after troubleshot.

Event description:
It was noted that while utilizing the bd pyxis¿ medstation¿ es auxiliary tower, the system indicated that vancomycin was unavailable and displayed it in a grayed-out format. The customer verified that vancomycin was indeed stocked in the pyxis machine. However, the nurse was still unable to retrieve the medication. There were no adverse events or injuries reported based on this incident.